Event description:
Pt with pilocystic astrocytoma status post-resection had multiple csf proximal shunt failures prior to the phoenix device. The phoenix valve and a new proximal catheter were implanted. The next day the ventricles continued to be dilated consistent with valvular dysfunction. The pt was returned to surgery where the distal catheter was removed from the valve and a very low flow was noted. The valve was removed from the proximal catheter and the flow was robust. The valve was replaced. The shunt then pumped and refilled well with a brisk flow.